Event description:
It was reported the coil could not be delivered due to the coil shape and anatomy. Upon removal, the coil detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the release wire was retracted. (B)(4).